Event description:
It was reported that high pacing thresholds and undersensing were noted on this right ventricular (rv) lead due to dislodgement. A revision was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that high pacing thresholds and undersensing were noted on this right ventricular (rv) lead due to dislodgement. A revision was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported. Additional information was received. The physician noted that this lead is slippery and difficult to suture, and suspects this is the cause for dislodgement.